Event description:
It was reported that during the incoming inspection it was found that the instruments were not clean. It was reported that pieces of bone and blood in the drills were found. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. The loaner kit was received back from the customer. Upon receipt it could be seen that the loaner kit was decontaminated, and no presence of bone or blood was found.